Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a severely tortuous and severely calcified coronary artery. A 2.0mm x 150mm x 150cm coyote¿ balloon catheter was advanced for dilatation. However, during the first inflation close to the nominal pressure, the balloon ruptured. The device was completely removed form the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.